Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds post right ventricular (rv) lead extraction procedure. A lead revision was performed. It was noted that the ra lead had lost slack resulting in the raised thresholds. The slack was added back to the lead and acceptable parameters returned. The ra lead remains in use. No patient complications have been reported as a result of this event.